Event description:
Boston scientific crm received information that this right ventricular defibrillation lead experienced a shock impedance measurement below 20 ohms which resulted in the associated cardiac resynchronization therapy defibrillator (crt-d) to emit tones. A save to disk from the device was sent to boston scientific technical services (ts) for evaluation. A ts representative discussed that the date of this measurement was not available on the sent disk. According to the trend graph, there was a slight decrease in the average shock impedance measurements during the months of july and august. All other lead measurements were stable. In addition, several episodes were recorded due to noise oversensing on all three channels. The noise did not result in asystole as the patient has an underlying rhythm. The ts representative discussed that the tones would stop once the clinical event was reset. It was also suggested that a commanded shock test would help further evaluate the integrity of the system. At the time of the initial complaint, the manufacturer, model and serial numbers for this defibrillation lead were unknown. At a later date, additional information was reported that during a patient follow up, noise on this right ventricular defibrillation lead was observed during patient movements and pocket manipulation. No adverse patient effects were reported.

Manufacturer narrative:
A lead revision has been scheduled to replace the defibrillation lead. During the procedure, this crt-d will most likely be replaced as the patient wants to be placed on home monitoring. No additional information is available. Once any additional information does become available or when the device is returned for analysis, this report will be updated.